Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the catheter was visually inspected and noted to have damage to the distal loop. The distal loop was kinked and deformed form its original shape. Microscope and x-ray inspection determined the core wire was intact and that there were no breaks or tears to the shaft. No manufacturing or design defects were identified that would have led to the observed deformation. It was concluded that the physician may not have manipulated the catheter with attention, causing it to become stuck in the pulmonary vein, and then used excess force to remove it, resulting in the observed damage.

Event description:
It was reported that during a procedure a polarmap catheter was selected for use. However, the polar map got stuck in the pulmonary vein and could not be pulled out. The physician eventually managed to pull it out and removed the polar map out of the body, but the insulation was noticed to be damaged, therefore, the product was replaced, and the issue was resolved. The procedure was completed. No patient complications were reported. It was further reported that the polarmap was rotated and retracted into the sheath for removal from the patient anatomy. The device has been returned for laboratory analysis.

Event description:
It was reported that during a procedure a polarmap catheter was selected for use. However, the polar map got stuck in the pulmonary vein and could not be pulled out. The physician eventually managed to pull it out and removed the polar map out of the body, but the insulation was noticed to be damaged, therefore, the product was replaced, and the issue was resolved. The procedure was completed. No patient complications were reported.the device is expected to be returned for laboratory analysis.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.